Event description:
Licox unit was placed on a patient. The oxygen catheter had high readings (150mmhg). The patient's CT scan was very tight, so the high readings did not correlate with the patient's condition. Integra's clinical educator advised that the catheter be removed and replaced with a new one.